Event description:
A customer reported a malfunction on their insulin pump, which displayed a specific malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer experienced multiple occurrences of the same issue; however, a reset resolved it temporarily. Technical support assisted in resetting the pump and decided to replace it. The customer will use mdi as backup therapy until the replacement pump, with updated software, arrives. Instructions were provided for the return of the old pump, and the customer understood the steps involved.